Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was defective upon implant. That the trailing haptic was damaged and it was not due to use error. The cartridge and iol touched the eye. It was confirmed that the tip of the cartridge was not damaged. The procedure was completed using a lens of the same model and diopter. No vitrectomy or sutures required and no patient injury or complication such as capsule tear reported. No further information was provided.